Event description:
The peritoneal dialysis (pd) patient's wife reported that the patient passed away (date not provided) and requested the cycler be returned to the manufacturer. Upon follow up with pdrn, the patient's death was not associated with the cycler or pd treatment. The pdrn refused to give any further information regarding exact date of death without her manager's approval.

Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis patient following treatment with a cycler. Due to lack of information a MDR's will be filed against the cycler while undergoing review by post market clinical department and manufacturing plant.